Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy. The patient wanted to see if they could use their old patient therapy guide for their more recent implant. The patient was advised that they could use the old therapy guide with their new device. The patient reported that they were still experiencing leaking and urgency with their new device and noted that it was getting worse. The patient stated that they had a bladder infection and were doing ok before the operation for a few days but since monday they noticed it was burning again. The patient was not sure if the bladder infection was affecting urgency or not. The patient noted that they had an appointment the day after report with a healthcare professional (hcp). The patient stated that they were thinking about trying a new program and noted that they had not changed it from the original programming. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.